Event description:
A report that a patient developed an infection at the midline incision was received. The patient's symptoms were redness and drainage at the lead and pocket incision site. The physician explanted the patient's entire system and gave the patient ancef prior to the procedure. Cipro and keflex were given to the patient following the procedure and the patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2366-50 (B)(4) description: linear 3-6 lead 50cm model# sc-1110-02 (B)(4) description: ipg kit (without pull-through tunneler) the explanted leads were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. No complaints about the functionality of the devices were reported. Damages to the leads are a result of a typical explant procedure and it is not considered a failure. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report that a patient developed an infection at the midline incision was received. The patient's symptoms were redness and drainage at the lead and pocket incision site. The physician explanted the patient's entire system and gave the patient ancef prior to the procedure. Cipro and keflex were given to the patient following the procedure and the patient is reportedly doing well.